Event description:
The event was reported via the excellent study; the 63-year-old male patient with a history of hypertension presented with a witnessed stroke on (B)(6) 2022, with an nihss score of 8 and a modified rankin scale (mrs) score of 1. The suspected origin of the embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. On (B)(6) 2022, the patient underwent an endovascular mechanical thrombectomy targeting an occlusion in the left m2 segment of the middle cerebral artery (mca) via the double stent retriever technique using a 5mm x 22mm embotrap iii revascularization device (et307522 / 22b126av) and a 5mm x 37mm embotrap iii revascularization device (et307537 / 22e002av). The patient experienced a subarachnoid hemorrhage (sah) on the same day. The principal investigator (pi) assessed the event as mild in severity, possibly related to the study devices, and possibly related to the study procedure. The adverse event was considered to be expected / anticipated. The event is noted to be persistent. The patient outcome data was reported as ¿recovered / resolved with sequelae¿ on (B)(6) 2022. During the index procedure on (B)(6) 2022, a total of four (4) passes were made with the two different embotrap iii revascularization devices. The 5mm x 22mm embotrap iii revascularization device (et307522 / 22b126av) was used to make the first (its only pass) via the trevo trak 21 microcatheter (stryker) and an axs catalyst® catheter (stryker) with 5-minute incubation that resulted in a modified treatment in cerebral infarction (mtici) score of 0 with clot retrieval. The second pass was made with the 5mm x 37mm embotrap iii revascularization device (et307537 / 22e002av) via the trevo trak 21 microcatheter (stryker) and an axs catalyst® catheter (stryker) with 4-minute incubation that resulted in an mtici score of 2a with no clot retrieval. The third pass was made with the axs catalyst® catheter replaced by the sofia¿ aspiration catheter (microvention) with a 2-minute incubation. The third pass did not result in any changes in the mtici and no clot retrieval. The fourth and final pass was made with the sofia¿ aspiration catheter, 2-minute incubation that resulted in an mtici score of 2b with no clot retrieval. A flowgate2¿ balloon guide catheter (stryker) was a concomitant device used during all four passes. There were no reported intraoperative study device deficiencies. The 24-hour post-procedure nihss score was 15. The patient was discharged to a rehabilitation center on (B)(6) 2022 with an nihss score of 12, an mrs score of 5. The 90-day follow-up consultation was performed over the phone on (B)(6) 2022; the mrs score was 3.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity were not provided. [Conclusion]: the event was reported via the excellent study; the 63-year-old male patient with a history of hypertension presented with a witnessed stroke on (B)(6) 2022, with an nihss score of 8 and a modified rankin scale (mrs) score of 1. The suspected origin of the embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. On (B)(6) 2022, the patient underwent an endovascular mechanical thrombectomy targeting an occlusion in the left m2 segment of the middle cerebral artery (mca) via the double stent retriever technique using a 5mm x 22mm embotrap iii revascularization device (et307522 / 22b126av) and a 5mm x 37mm embotrap iii revascularization device (et307537 / 22e002av). The patient experienced a subarachnoid hemorrhage (sah) on the same day. The principal investigator (pi) assessed the event as mild in severity, possibly related to the study devices, and possibly related to the study procedure. The adverse event was considered to be expected / anticipated. The event is noted to be persistent. The patient outcome data was reported as ¿recovered / resolved with sequelae¿ on 13-sep-2022. During the index procedure on (B)(6) 2022, a total of four (4) passes were made with the two different embotrap iii revascularization devices. The 5mm x 22mm embotrap iii revascularization device (et307522 / 22b126av) was used to make the first (its only pass) via the trevo trak 21 microcatheter (stryker) and an axs catalyst® catheter (stryker) with 5-minute incubation that resulted in a modified treatment in cerebral infarction (mtici) score of 0 with clot retrieval. The second pass was made with the 5mm x 37mm embotrap iii revascularization device (et307537 / 22e002av) via the trevo trak 21 microcatheter (stryker) and an axs catalyst® catheter (stryker) with 4-minute incubation that resulted in an mtici score of 2a with no clot retrieval. The third pass was made with the axs catalyst® catheter replaced by the sofia¿ aspiration catheter (microvention) with a 2-minute incubation. The third pass did not result in any changes in the mtici and no clot retrieval. The fourth and final pass was made with the sofia¿ aspiration catheter, 2-minute incubation that resulted in an mtici score of 2b with no clot retrieval. A flowgate2¿ balloon guide catheter (stryker) was a concomitant device used during all four passes. There were no reported intraoperative study device deficiencies. The 24-hour post-procedure nihss score was 15. The patient was discharged to a rehabilitation center on 13-sep-2022 with an nihss score of 12, an mrs score of 5. The 90-day follow-up consultation was performed over the phone on 03-dec-2022; the mrs score was 3. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22b126av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Intracranial hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the embotrap iii instructions for use (IFU) as such. The embotrap iii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Per the instructions for use (IFU), the device may be used for up to three retrieval attempts. It cautions the user to not attempt more than three retrieval attempts in one vessel. According to the case report form (crf), the embotrap iii devices were used 4 times in a double stent retriever technique with no indication of a change in devices; therefore, additional investigation is needed to determine if the device was exchanged at any time. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. Nevertheless, per pi assessment the event is both possibly related to the study device and possibly related to the surgical procedure, thus the relationship of the embotrap iii to the reported event cannot be excluded. The event meets MDR reporting criteria with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report number: 3011370111-2022-00115. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 09-dec-2022. [Additional information]: on 09-dec-2022, additional information was received with the responses from the treating physician. Per the information, the procedure did not employ a double-stent retriever technique. The use of the 5mm x 22mm embotrap iii (et307522 / 22b126av) was terminated after the first pass. The two embotrap iii devices had performance issues due to arterial tortuosity. The patient sequelae are hemiparesis and aphasia with mrs score 5. Intracranial hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the embotrap iii instructions for use (IFU) as such. The embotrap iii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Per the instructions for use (IFU), the device may be used for up to three retrieval attempts. It cautions the user to not attempt more than three retrieval attempts in one vessel. According to additional information received, the 5mm x 22mm embotrap iii (et307522 / 22b126av) was terminated after the first pass. The devices performance issues were attributed to arterial tortuosity. There is no indication that the device malfunctioned or that the event was related to the device design or manufacturing process. Nevertheless, per pi assessment the event is both possibly related to the study devices and possibly related to the surgical procedure, thus the relationship of the embotrap iii to the reported event cannot be excluded. The event meets MDR reporting criteria with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2022-00114 and 3011370111-2022-00115. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.